Manufacturer narrative:
Insulin pump passed the rewind basic occlusion test, prime test and displacement test. Insulin pump received stuck in the motor error loop during bolus and basal delivery and error alarm confirmed in the history file. Insulin pump was unable to verify alarms due to motor error alarms. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and no anomaly was noted. Insulin pump received with cracked case at display window corners, reservoir tube lip, battery tube threads and minor scratched display window.

Event description:
The customer called to report the insulin pump alarmed during the fill process. Blood glucose reading at the time was 245 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.